Manufacturer narrative:
Further testing determined that there was no device malfunction. If there is any additional relevant information provided, a supplemental report will be submitted.

Event description:
Fujifilm was informed that the subject endoscope was cultured and tested positive for klebsiella pneumoniae. As the subject unit was being sampled and cultured as part of a postmarket surveillance activity, no patients were involved or exposed to the endoscope. Per study protocol, the endoscope was immediately quarantined after initial sampling, until culturing data were available. Following the positive culture, the endoscope was not clinically reused. The additional sampling and culturing was performed after the second disinfection, and confirmed that no high concern organism were present. The endoscope was sent back to fujifilm for instrument inspection/evaluation by fujifilm medical systems USA (fmsu); no. Device failure was confirmed.